Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to call back if the malfunction occurs again and confirmed understanding of the instructions.